Event description:
It was reported the patient experienced an st segment elevation. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa. A suction noise was heard when the pigtail catheter was removed. A 20mm watchman flx laa closure device & delivery system (wds) were used. After the closure device was deployed in the laa, the patient experienced a st segment elevation. The physician did not need to perform any intervention or treat the patient. The issue resolved on its own and there were no other complications. The procedure was finished successfully with the closure device being implanted in the laa of the patient. There were no other reported issues that occurred and the patient is doing fine and was able to move all extremities on command following these events. It is suspected that air entry occurred when the pigtail catheter was removed, but it was not confirmed.